Event description:
It was reported that during a breast biopsy procedure, after placing the marker, the tip was found inside the aperature of the probe. Eleven days post-operatively, as a result of pain, the doctor made a drainage site to reduce the hematoma. There was no adverse patient consequence.